Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer's boluses were not recorded in their bolus history. Customer also reported experiencing high blood glucose. The customer's blood glucose was 337 mg/dl. Customer had treated their blood glucose with the insulin pump. Troubleshooting found the customer's insulin pump was under-delivering insulin. However, additional troubleshooting found the insulin pump passed all functional testing. Customer was advised to monitor their blood glucose. No additional information provided.